Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. It was unknown if the device was exhibiting the advisory behavior and there was a concern the device declared eri earlier then expected. Additionally, longer then expected charge times had previously been observed. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.